Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 303 (mg/dl). Customer administered correction boluses to treat elevated bg level. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss pump settings and diabetes management with health care provider.